Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter, with the hub missing. The balloon was tightly folded and there was blood in the wire lumen. The hypotube, distal shaft, balloon, and tip were microscopically, tactile and visually inspected. Inspection revealed a separation in the hypotube at the proximal end of the device, with a kink in the hypotube 23 cm from the proximal end of the device. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.5 mm x 15 mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.